Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device packages seal compromised mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel, xtra, 370cc silicone prosthesis experienced unknown sided device packages seal compromised postoperative. It was reported that the middle new tab from the tray broke off while md was trying to take the implant out of the box and result of the tab failure, the tray with device fell onto the floor on way to transition to the sterilized field. Making the device unsterile and unusable. The procedure completed with different implant. No patient involvement reported.

Manufacturer narrative:
On november 6, 2024, added pe code packaging - (unspecified) in order to address information from event description. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2025, photo, and device evaluation was completed as follows: according with the information received, the middle new tab from the tray broke off while md was trying to take the implant out of the box and result of the tab failure, the tray with device fell onto the floor on way to transition to the sterilized field. Upon visual evaluation of the image provided in the complaint, the tray appears to be closed and it is not appreciable if the tab is broken or not. However, there are some stains observed in the tyvek. According with the information received, the middle new tab from the tray broke off while md was trying to take the implant out of the box and result of the tab failure, the tray with device fell onto the floor on way to transition to the sterilized field. Mentor conducted a visual inspection of the returned device. During the visual evaluation, the inner thermoform was observed closed without the lift tab on the tyvek of the smooth mod + prof xtra 370cc breast implant. According to the available information, this product issue will be addressed through mentor's quality system. Additionally, a corrective and preventive action (CAPA) has been initiated to address this packaging issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).